Manufacturer narrative:
Investigation: visual inspection: no abnormalities of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the clinical claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The progav 2.0 valve operated not in the acceptable tolerances. The shunt assistant operates within the accepted tolerance. Results: first, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The opening pressure of the progav 2.0 valve was out of tolerance, but all other specifications were met. The opening pressure of the valve was significantly lower than expected, shows a increased flow of liquid. Finally, we have dismantled the valves. Inside both valves we have found slight build-up of substances (likely protein). Based on our investigation, we confirm that the progav 2.0 valve shows an increased flow of liquid at the time of our investigation. We could not confirm the non-adjustability at the time of the investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
The investigation is completed on 02/18/2021.

Manufacturer narrative:
Additional informations /investigation results will be provided in a supplemental report.

Event description:
It was reported that there was a problem with a progav 2.0 shuntsystem. The surgeon suspects an overdrainage and the valve was not adjustability patient informations: age: (B)(6), height cm: 75, weight kg: (B)(6), gender: n/a, implantation: (B)(6) 2020, explantation: (B)(6) 2021.